Event description:
According to the information received by a pharmacy on behalf of an end user, there was a catheter with eyelets that were mispunched / only partly punched, causing injury. Patient said the eyelets were punched "sideways", which ended up causing some internal bleeding. Additional information received from the patient's pharmacy on 10/5/09 indicated the patient cath'd himself in the dark.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer